Event description:
It was reported the pt (B)(6) was unable to initiate stimulation due to low impedance readings for two lead contacts. Surgical intervention was undertaken to replace the pt's ipg. No further impedance issues were observed following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.